Event description:
(B)(4). Extreme abdominal pain started to be chronic in (B)(6) 2014. The pain escalated to the point of missing work and losing time with my family. I had to take pain medications everyday up until the day of surgery. Surgery to remove essure was successful on (B)(6) 2015. My pain is of course gone! This product must be removed from the market! The one success story is not worth the one woman that suffers! This is a horrible product and ruined my life!!!!